Event description:
(B)(4) is the initial importer of the device which is a rollator. We have not received the device for evaluation. End-user purchased the device a few years ago. He was using the unit normally around the house. On this occasion the device frame snapped. He had surgery on 9/27 and received 9 screws and a metal plate in his leg. He has physical therapy. He must remain non weight bearing.